Event description:
It was reported that the device was explanted after 7 months of service life because it had demonstrated a high pacing lead impedance in both the atrium and ventricle, along with no capture, at follow-up. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was explanted after 7 months of service life because it had demonstrated a high pacing lead impedance in both the atrium and ventricle, along with no capture, at follow-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Analysis summary: preliminary analysis revealed a no output condition. The cause of the no output and incorrect lead impedance was the result of an anomalous condition internal to an integrated circuit. The root cause of the condition could not be determined due to the component being damaged during analysis. It was reported that the device was explanted after 7 months of service life because it had demonstrated a high pacing lead impedance in both the atrium and ventricle, along with no capture, at follow-up. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure (select specific code from category d) (integrated circuit) device was out of specification in a manner that relates to event capture, failure to impedance, high.